Event description:
Spinal fusion surgery done 11/5/92. Check up on 10/19/93. X-rays showed screws had broken and are lodged in muscle. Dr said best to leave them inside her. Two screws broke into two separte pieces. She was told the hosp or dr's office did not keep records of serial numbers of product.